Event description:
It was reported to baxter (B)(4), on (B)(6) 2012, the home choice (hc) machine sounded system error (se) 2240 during drain 4 of 6. The home patient (hp) was connected to the machine. The patient line had disconnected from catheter while the hp was sleeping. The hp reconnected to the patient line. The technical service representative (tsr) advised the hp that air had entered the setup and once the patient line disconnects from the catheter, the hp cannot reconnect. The tsr had the hp disconnect himself and put a minicap on. The tsr had the hp recycle power and se 2367 alarmed. The tsr had the hp close all clamps and recycle power again to press go to start. The tsr advised the hp they would need to contact their peritoneal dialysis (pd) renal nurse (rn) and inform them of the se 2240 and the patient line disconnecting from catheter. The hp would end therapy and call the pd rn in the morning. On (B)(4) 2012, the nurse was contacted and she said that the catheter disconnected from the transfer set. She did not know exactly where the disconnection occurred (i.e. Between catheter and adaptor or transfer set and adaptor). The hospital replaced the transfer set and adaptor and gave the patient some antibiotics to prevent any infection. Further information is not expected. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The problem was confirmed based on the customer report. However, the root cause was not determined. This issue is being investigated through CAPA. A 510(k) number will not be provided in the medwatch because the product is unknown at this time.